Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient had received multipleshocks due to t-wave oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.